Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned device confirms the screw drill tip is broken off. The broken piece was returned with the device. The device shows signs of significant wear/usage. A medical investigation was conducted and confirms per compliant details, the tip of the 7.0 compression screw drill broke inside of the patient. According to the report, none of the broken pieces remains inside of the patient. Based on the limited information provided the root cause could not be definitely concluded. There was no reported delay; however, it is unknown how the procedure was completed. Since, there was no reported harm to the patient, no further clinical/medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery, the tip of the 7.0 compression screw drill broke inside the patient. No piece remains in the patient. No delay. It is unknown how the procedure was completed.